Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck in maintenance mode, prevented users from log in. The customer unplugged the device and performed a reboot; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was stuck in maintenance mode. A technical support specialist (tss) dialed into the station and observed that it was not in maintenance mode at the time of review. The tss contacted the customer to confirm whether the station was still appearing stuck in maintenance mode and requested a screenshot for further verification if the issue persisted. The customer later confirmed that local technical support had remotely taken the station out of maintenance mode, and no further assistance was required. The system functioned as intended after the customer resolved the issue.